Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 8f fast-cath introducer sheath and dilator were received for evaluation. The sheath distal tip had been split. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath distal tip. The dilator tubing was cut lengthwise; a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the skiving is consistent with not following the instructions for use. The cause of the sheath tip damage and patient insertion difficulty remains unknown.

Event description:
During an atrial fibrillation procedure, resistance was felt when the introducer was inserted in the patient. After removing the introducer, skiving was observed. The introducer was exchanged, and the procedure was completed with no adverse consequences to the patient. A stylet was not used, which goes against the introducer instructions for use.

Event description:
During an atrial fibrillation procedure, resistance was felt when the introducer was inserted in the patient. After removing the introducer, skiving was observed. The introducer was exchanged, and the procedure was completed with no adverse consequences to the patient.

Event description:
During an atrial fibrillation procedure, resistance was felt when the introducer was inserted in the patient while using a stylet. After removing the introducer, skiving was observed. The introducer was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 8f fast-cath introducer sheath and dilator were received for evaluation. The sheath distal tip had been split. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath distal tip and reported patient insertion issue. The dilator tubing was cut lengthwise; a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage, patient insertion difficulty, and skiving remains unknown.